Event description:
A frameless biopsy on the brainstem of a pt was performed with the aid of brainlab cranial navigation system. After the procedure, it was detected in the postoperative mr scan that the biopsy samples were taken about 1 cm away from the target intended and shown in the navigation system. According to the hospital, for this specific pt, there are no negative clinical effects expected due to this issue. It was considered by the surgeon to perform an additional surgery with conventional stereotaxy, however, due to further diagnoses for this pt (independent from this surgery), it has been decided to not perform any additional surgery.

Manufacturer narrative:
A risk to the pt's health could not be excluded for these specific circumstances, although there is no indication of a systematic error or malfunction of the brainlab device; the corresponding measures to reduce this already anticipated risk to be as low as reasonably practicable are in place; there was neither a serious injury nor any other negative clinical effects to the pt reported to brainlab by the hospital. The most likely root cause for the alleged inaccuracy of 1 cm is that in the navigation system, the tip of the biopsy needle was not displayed as accurate as desired. This potential inaccurate display was most likely caused by a combination of following factors: the biopsy needle was calibrated with the smallest instrument array available, potentially leading to a decreased accuracy; the target region was a lesion deep in the brain, leading to an increase of a potential angle error; the tube of the frameless biopsy system, which aids as a guide for the biopsy needle, was not used for navigation, but only as mechanical guide; the surgeon did not use the recommended sw functions to guide instruments along trajectory to the target point. There is no indication of a systematic error or malfunction of the brainlab device. The according measures to reduce this already anticipated risk to be as low as reasonably practicable are in place. Brainlab intends to offer additional training to this hospital.